Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery she has glare and halos causing difficulty when driving at night. She stated her doctor prescribed her miotic eye drops and "special shades" which did not help. She reported she was diagnosed with posterior capsular opacification (pco) and had yag laser capsulotomies. She stated she is very happy with her vision, but feels "discouraged with the night time problems". There are two medical device reports as associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts were made to obtain additional info and a completed questionnaire was received on (B)(4) 2012. (B)(4).